Manufacturer narrative:
Additional product codes listed dzi, dzj. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine testing the five (5) shaft for screwdriver and two (2) handle for screwdriver would not turn. There was no patient involvement. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device record review part: 03.505.006 lot: 8180518 manufacturing site: selzach supplier: (B)(4) release to warehouse date: 28. Sep. 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary drive shaft for 90° screwdriver was received at cq. Upon visual inspection at cq, it is observed that the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional testing: functional testing of the device was performed by connecting the components, 90-degree screwdriver handle (03.505.004), shaft for screwdriver 90 degree (03.505.003), and gear for screwdriver 90 degree (03.505.008). The proximal knob of the screwdriver handle was rotated and the gear in the distal end of the screwdriver shaft was observed to rotate perfectly as it was intended. Thus, the reported complaint cannot be confirmed. Dimensional inspection is not required as the complaint cannot be confirmed during functional test. Because the device is working as it was intended. This complaint is not confirmed. No design issues or discrepancies were found during this investigation. Visual inspection, functional test, and document specification review of the received device was performed at cq. The complaint cannot be confirmed during functional test. A definitive root cause could not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data g1 DHR showed selzach as the manufacter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.